Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely peeling of the glue on the distal end occurred because some external force was applied or it is possible to have been affected by aging deterioration. The following statements are included in the instructions for use which can detect the event: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a leak was found on the bx channel. The forceps cover glue was found peeling and there were tear marks on the forceps passage. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a leak coming from the distal tip of a gastrovideoscope. The issue occurred during a procedure. There was no patient involvement or injuries reported. No additional information has been obtained.